Event description:
A malfunction alarm was reported with a specific code, malf 12, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer support provided assistance with resetting the pump, and after the reset, the malfunction code did not recur. The customer was informed that they could continue using the pump and advised to call back if any issues reappeared.